Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). The physician saw the patient in the office and believed the cuff was too distal and too big leading to the returned incontinence. A surgical procedure was performed in which the existing 4.0 cm cuff was replaced for a 3.5 cm cuff on a healthy location of the urethra. The level of incontinence was said to be better since device implant. No more information available at the moment. Should additional information become available, it will be provided.